Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed no delivery and motor error and the cannula was kinked. The customer's blood glucose reading was 293 mg/dl at the time of incident. Troubleshooting found that the customer was hospitalized with diabetic ketoacidosis and is currently in the hospital. Troubleshooting advised customer that the no delivery may be due to an occlusion and customer was also advised to change out entire infusion set and return the set for analysis.